Event description:
It was reported that during a routine follow-up appointment they discovered that this right ventricular (rv) lead had a few low out-of-range shock impedance measurements less than 25 ohms. The lead was tested at 45 ohms in a different configuration, so the plan was to reprogram and monitor at this time. The lead remains in-service. No adverse patient effects were reported.

Event description:
It was reported that during a routine follow-up appointment they discovered that this right ventricular (rv) lead had a few low out of range shock impedance measurements less than 25 ohms. The lead was tested at 45 ohms in a different configuration, so the plan was to reprogram and monitor at this time. The lead remains in-service. No adverse patient effects were reported. Additional information was reported that the patient had fallen down in (B)(6) 2020, which was also when the first drop in shock impedances was observed. Review of the lead data confirmed the drops in impedance and recommended commanded shocks to test the system or lead revision. No adverse patient effects were reported.